Manufacturer narrative:
The patient reported feeling stimulation and therapy, indicating the system was functioning as intended after implant. The initial implant location was confirmed via fluoroscopic imaging at the time of implant. It is suspected based on field investigation that the leads migrated slightly between implant and activation. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to treat right foot pain. The implantable pulse generator (ipg) was placed in the lower back with the leads placed in the vicinity of t8-t10. Upon activating the system, the patient reported getting therapy in the foot, however unsatisfied with the level of pain relief. Troubleshooting and programming were done to improve therapy but were not successful. Field investigation with physician concluded that the leads had shifted downward slightly, so still providing therapy to the foot but not to the specific area in the foot that is intended. On (B)(6) 2024 a surgical revision was performed to reposition the existing leads back at the target location of t8-t10.